Event description:
Attorney reported: in early 1994--the pt underwent surgery for an umbilical hernia with marlex mesh graft being places in the umbilical defect. Two days later--the pt was discharged. The pt was injured during the course of the surgery when the mesh patch malfunctioned causing serious injuries to the pt, leading up to his death in 2005.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since a specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.